Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of ams and noise on the a and v sense amp channels. The noise was present on the rvc to svs egm. Possible issue is abrasion between two leads. Bringing the patient in clinic for isometrics and pocket manipulation was suggested. Lead replacement should be also considered. Programming changes were recommended. Further action and dft should be also discussed. No further information is available.

Event description:
New information received indicates that previously recommended programming changes were made. New occurrence of noise on rv channel was noted. Programming changes will be made during patient's next follow-up appointment.